Manufacturer narrative:
Product event summary - the device was returned and analyzed. The device met 93.83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 7120, lead, implanted: (B)(6) 2009.

Event description:
It was reported that the device reached possible premature battery depletion due to programmed high left ventricular outputs. The left ventricular lead is also oversensing p-waves during chronic atrial fibrillation (af). The lead remains in use. The device was explanted and replaced and programmed appropriately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.